Event description:
Boston scientific received information that this left ventricular (lv) lead was programmed off by the patient's health care provider due to dislodgement. To date, the lead remains implanted. No adverse patient effects have been reported to date.

Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.